Event description:
A surgeon reports that following intraocular lens implant surgery, a pt complained of scattering of light. The lens was removed and replaced with a different lens model. The pt is doing well following the lens exchange. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.